Manufacturer narrative:
Summary of evaluation: the tibial insert cannot be evaluated for the reported loosening as they have not been returned for evaluation, but rather retained by the pt. The lot code was not supplied so that a review of the device history record is not possible. Attempts to obtain lot code info have been unsuccessful.

Event description:
The tibial insert was revised as a result of becoming loose.